Manufacturer narrative:
Patient medical history includes but is not limited to: hypertension, smoking patient medications were not known. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu343420.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, estimated to be on or about (B)(6) 2015, this patient underwent urgent endovascular treatment of symptomatic acute dissection in zone 2, which extended to zone 5. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu343420) were implanted within zone 4 and 5, with coverage extending from zone 2 to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 45mm, in zone 3. Additionally, a branch surgical bypass of the left subclavian artery (lsa) was performed. Post branch treatment reported patency with no coverage of the lsa. No post operative complications were reported for the patient who had a spinal drain placed and was transfused with 3 units packed red blood cells. The patient was transferred to the intensive care unit and discharged to home on post operative day (pod) 7. The maximum aortic diameter within the treated area at time of discharge was reported to measure 50mm. There were no complications or follow up reported for the patient. (The above information was captured in previous medwatch submission 2017233-2018-00402). The maximum aortic diameter within the treated area pod 318 was reported to measure 36mm. The maximum aortic diameter within the treated area pod 829 was reported to measure 29mm. The maximum aortic diameter within the treated area pod 1019 was reported to measure 45mm. On pod 2056, estimated to be on or about (B)(6) 2020, it was reported that the patient underwent a surgical branch related reintervention. The maximum aortic diameter within the treated this date was reported to measure 33mm. The cause of the reintervention was not provided and no further investigation is possible as this is a double blind study. The patient tolerated the procedure.

Manufacturer narrative:
H6: added component code.